Manufacturer narrative:
(B)(4). Batch #: u5d53l. Investigation summary: upon visual inspection of three photos, the following was observed: the photos show a piece of the tissue on the finger of user and one staple can be seen in b-form. A second staple can be seen between the tissue. However, due to tissue on staples proper/improper form of staples cannot be determined. Based on the photos reviewed, the event describe cannot be confirmed. Please refer to the device analysis for full analysis details and conclusion. The analysis found that one sc60a device was returned with no apparent damage and with two gst60b reload loaded in the device. The reloads were received fully fired. The device was tested for functionality in the articulated position with a test reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meet the staple release criteria. As part of our quality process, the manufacturing records of this batch was reviewed, and the manufacturing standards were met prior to the release of this batch. It should be noted that as part of our quality process all devices are manufactured, inspected, and released to approved specifications. Although there is no direct evidence of use error, the instructions for use do contain the following caution: when positioning the stapler on the application site, ensure that no obstructions such as clips, stents, guide wires, etc. Are within the instrument jaws. Firing over an obstruction may result in incomplete cutting action, improperly formed staples, and/or inability to open the instrument jaws. The event described could not be confirmed as no malformed staples were observed and the device performed without any difficulties noted. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date, a supplemental medwatch will be sent. Is the current patient status known? Was there any patient consequence or change in the post-operative care of the patient as a result of the event? (Extended hospital stay, readmission, re-operation, etc.)

Event description:
It was reported that during a hart operation (auricle stapling) there was a hole in the middle of the staple line. Which they had to over sew. They describe that the stapler seemed ¿strange¿ it didn´t feel like it use to. After the operation was done they took the auricle/specimen and tried to staple it once again with the same stapler but a new cartridge same problem occurred. A hole in the middle of the staple line. The surgeon and the nurse( sterile) was both very experienced and they oversewed the open defect. No other reverse events.